Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor corroded motor home switch. Unable to verify for motion sensor test failure alarm or perform basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to constant motor error alarm. No unexpected pump reboot anomaly noted during the testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.